Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age characteristics is male/64 years old. Of note, multiple patients/multiple manufacturers/multiple methods were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers/manufacturer/method. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article:"clinical comparative study regarding interrupted and uninterrupted dabigatran therapy during perioperative periods of cryoballoon ablation for paroxysmal atrial fibrillation." Journal of cardiology. 2019. Https://doi.org/10.1016/j.jjcc.2019.02.003. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported the following patient complications during the use of a cryoablation catheter: two (2) patients experienced symptomatic cerebral infarctions. One patient had a left thalamic infarction where aphasia, and hypobulia appeared the day after the ablation procedure. The other patient experienced another left thalamic infarction, and motor aphasia was provoked the day after the ablation procedure. Additionally, cerebral embolisms, groin hematomas, epicardial effusions, and hemorrhagic gastric ulcers occurred during the procedures of multiple patients. The statuses of the balloon catheters and sheaths are unknown. Follow up is being conducted for additional information on the catheters. No further patient complications have been reported as a result of this event.